Event description:
Event was reported to caldera medical by an attorney. The patient has suffered chronic pelvic and vaginal area pain, severe infections, recurrent urinary problems, and pain during intercourse. No further information has been provided.